Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reports that a customer had issues with their insulin pump turning on and off due to site related issues. The customer's blood glucose level was at 37 mg/dl. The customer wanted to have the insulin pump replaced but was informed that his current pump is already a replacement pump. The customer was told that we can not replace his pump again because, he is having the same issues and the problem is a user error. The customer was advised to see a diabetes educator to learn how to use the insulin pump. The customer declined assistance with trouble shooting. No further information was provided.